Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of injectors are bent; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported with a description of faulty injector and explanted the intraocular lens (iol). Additional information has been received and stated that, injectors were bent and the iols were not loading properly. The injector has been taken out of circulation.